Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced distal embolization within the same vascular territory during a mechanical thrombectomy involving a phenom 21 microcatheter. The sponsor assessed the adverse event as related to the study procedure and study devices utilized. The patient was undergoing a mechanical thrombectomy to treat an ischemic stroke. The access vessel was the femoral artery. Additional information received reported no patient symptoms were reported. No additional interventions were reported. The stent was a solitaire x sfr4-4-20-10. The event was assessed as causal to the study procedure and possibly related to react, solitaire, and phemon.